Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's right ventricular lead was exhibiting noise. On (B)(6) 2020, the old lead was capped and a new lead was implanted. Patient's condition post-procedure was stable.